Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. The complaint cannot be confirmed. No devices or photos were received; therefore the condition of the components is unknown. Review of the device history record identified no related deviations or anomalies during manufacturing. Medical records were not provided. The left side implant were implanted on a right knee; hence the root cause is attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 42512000410 lot # 63996858. Item # 42502006601 lot # 64431247. Report source: foreign (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00309, 3007963827-2019-00310. Customer has indicated that the product will not be returned to zimmer biomet for investigation as they product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right tkr. The implants were checked by the surgeon prior to opening. However, the incorrect, left knee implants were opened in error. The incorrect, left implants were implanted and cemented before the surgeon realized the wrong implants were implanted. At this point, the bone cement had cured. The implants were removed with some bone loss occurring during the removal process. Once the incorrect implants were removed, the correct right side implants were implanted. Due to this malfunction, the patient had to undergo and additional surgery the next day to implant femoral and tibia stems. No additional patient consequences were reported. Attempts have been made and no further information has been provided.